Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that when the dilator was being inserted, the valve was pushed into the vizigo¿ sheath so they were unable to push the dilator all the way into the sheath. The caller stated that they had to switch to an agilis sheath since no spare vizigo¿ was available. The sheath was not in the patient's body. The staff were trying to prep the sheath and could not insert the dilator all the way through. The valve was pushed into the sheath and dilator could not be inserted properly. It did not break into separate pieces, just displaced. The caller does not believe that it became dislodged. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially, it was assessed that this was a hemostatic valve separation. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation, and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 20-mar-2022. It was reported that a patient underwent an atrial flutter (afl) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that when the dilator was being inserted, the valve was pushed into the vizigo¿ sheath so they were unable to push the dilator all the way into the sheath. The caller stated that they had to switch to an agilis sheath since no spare vizigo¿ was available. The sheath was not in the patient's body. The staff were trying to prep the sheath and could not insert the dilator all the way through. The valve was pushed into the sheath and dilator could not be inserted properly. It did not break into separate pieces, just displaced. The caller does not believe that it became dislodged. No adverse patient consequence was reported. Device evaluation details: the product was returned to bwi for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo¿ sheath. Microscopic examination of the hemostatic valve surface showed evidence of mechanical damage. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record review was performed for the finished device (B)(4) number, and no internal actions related to the complaint were found during the review. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the condition observed, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).